Manufacturer narrative:
This product is registered as a combination product. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04146. It was reported that the patient presented in the emergency room after experiencing diaphragmatic stimulation. Chest x-ray showed that the right ventricular lead was dislodged, and the right atrial lead had pulled back. On (B)(6) 2020, the leads were repositioned. On (B)(6) 2020, upon testing the ventricular threshold there was diaphragmatic stimulation and the ventricular lead had dislodged again overnight. It was noted that the patient continually moved his arm in the middle of the night pulling the atrial lead back and dislodging the ventricular lead. The ventricular lead was explanted and replaced, and the atrial lead was repositioned due to lead slack issue. The patient was in stable condition before, during, and after the procedure.